Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have been treating a patient on arctic sun device s/n (B)(6) for several days. The device was alarming, but there was no message on the display. Event log shows alert 50 (pt temp 1 erratic). Advised if alert returns or they get similar alarms, replace the foley probe and/or temp-in cable. Asked nurse to cycle the power to clear the audible alarm. When they powered the device back on, the power switch illuminated, but the screen remained blank. Asked nurse to change to another device and send this one to biomed. Per follow up information received via phone on 31dec2025, transferred to the biomed. Spoke with office manager who confirmed receipt of device. At this time, no action items have been entered into their system for repair. Stated the device was in the workshop with a note that says control panel on it. They took information for biomed to reach back out.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Asked nurse to cycle the power to clear the audible alarm. Per additional information received, transferred to the biomed. Spoke with office manager who confirmed receipt of device. At this time, no action items have been entered into their system for repair. Stated the device was in the workshop with a note that says control panel on it. They took information for biomed to reach back out. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the device has undergone previous servicing and, therefore, the reported issue is not manufacturing related. Corrections: d, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have been treating a patient on arctic sun device (B)(6) for several days. The device was alarming, but there was no message on the display. Event log shows alert 50 (pt temp 1 erratic). Advised if alert returns or they get similar alarms, replace the foley probe and/or temp-in cable. Asked nurse to cycle the power to clear the audible alarm. When they powered the device back on, the power switch illuminated, but the screen remained blank. Asked nurse to change to another device and send this one to biomed. Per follow up information received via phone on 31-dec-2025, transferred to the biomed. Spoke with office manager who confirmed receipt of device. At this time, no action items have been entered into their system for repair. Stated the device was in the workshop with a note that says control panel on it. They took information for biomed to reach back out.